Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind process. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to protruded/loose disk. No prime alarm noted. Motor passed motor test.